Event description:
A malfunction was reported in the customer's pump. There was no reported impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump, and the customer was advised to use multiple daily injections as backup therapy. The customer was informed that the new pump would come with updated software, and instructions were provided on returning the faulty pump, storing it, and transferring settings to the replacement.